Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Attachment broke in 2 while brushing [device breakage]. No adverse event [no adverse event]. Case description: a mother reported that she had replaced the oral-b power oral care refills kids and on (B)(6) 2016 it broke in two while her daughter of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. The mother explained that she used the oral-b stages toothbrushes for her daughter for a long time before switching to electric. No symptoms developed.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on 28-jun-2016. The result of the analysis done with the consumer return showed that inadequate handling led to the reported issue.

Event description:
Attachment broke in 2 while brushing [device breakage]. No adverse event [no adverse event]. Case description: a mother reported that she had replaced the oral-b power oral care refills kids and on (B)(6) 2016 it broke in two while her daughter of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. The mother explained that she used the oral-b stages toothbrushes for her daughter for a long time before switching to electric. No symptoms developed.